Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had to repeatedly press act button to enter information. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had rainbow effect in sunlight and no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted during testing. Device had unresponsive buttons due to flattened up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.